Event description:
The patient experienced a cardiac tamponade and pleural effusion. Patient was admitted on (B)(6) 2025. During a clinical pulsed field ablation, a farawave ablation catheter was selected for use. Patient was intubated/sedated. It was reported that shortly after transseptal crossing, the patient acquired a large pericardial effusion requiring intervention due to threatened tamponade. It was noted that the versacross rf wire punctured the left atrium roof. Pericardiocentesis was done, pericardial drains were placed. The patient received several units of prbc and was admit to intensive unit of care. Also, 1.7 liters of blood was removed. Pericardial drain x2 was inserted. A total of five units of prbcs, 1 unit ffp, 1 unit platelet, kcentranormotensive / borderline hypertensive-- start cleviprex/as needed hydralazine for hypertension was given to the patient. The patient remained hospitalized. Additionally, bilateral pleural effusions required left-sided thoracentesis. On(B)(6) 2025, the thoracentesis catheter was then threaded without difficulty. The patient had 400 cc of serosanguineous removed. Throughout admission, patient did convert to atrial fibrillation, amiodarone-initiated gtt. However, did not convert to sinus rhythm. Amiodarone was discontinued; toprol initiated 25 mg twice daily. Patient to resume xarelto on (B)(6) 2025. Also, it was reported that a surgical intervention was needed (pericardotomy), and additional images and laboratory tests were performed. The patient was later discharged on (B)(6) 2025. In addition, it was reported that the faradrive sheath selected for use has the valve defective, it would not seal. The device was replaced. Farawave ablation catheter return is not expected. It was further reported that the echo-lvef was around 60%, what appeared to be clotted blood around the pericardium, but no active pericardial effusion. There were done daily ultrasound/echocardiogram/tee/tte on (B)(6) 2025. Also, cbc, cmp, blood gases tests were done from (B)(6) 2025. Next, x-rays were done from (B)(6) 2025, with no evidence of acute cardiopulmonary process. A chest untrasound was done on(B)(6) 2025 showing minimal right pleural effusion. Right pleural effusion volume appears inadequate for thoracentesis. Small/moderate left pleural effusion. A total of 5 units of prbcs, 1 unit of ffp, 1 unit platelet, kcentra were given to the patient. Pericardiocentesis and pericardotomy were required. The procedure was aborted.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem, and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in block(s) patient identifier (a1), in section a - patient information and report source (g2), in section g - all manufacturers.

Event description:
The patient experienced a cardiac tamponade and pleural effusion. Patient was admitted on (B)(6) 2025. During a clinical pulsed field ablation, a farawave ablation catheter was selected for use. Patient was intubated/sedated. It was reported that shortly after transseptal crossing, the patient acquired a large pericardial effusion requiring intervention due to threatened tamponade. It was noted that the versacross rf wire punctured the left atrium roof. Pericardiocentesis was done, pericardial drains were placed. The patient received several units of prbc and was admit to intensive unit of care. Also, 1.7 liters of blood was removed. Pericardial drain x2 was inserted. A total of five units of prbcs, 1 unit ffp, 1 unit platelet, kcentranormotensive / borderline hypertensive-- start cleviprex/as needed hydralazine for hypertension was given to the patient. The patient remained hospitalized. Additionally, bilateral pleural effusions required left-sided thoracentesis. On (B)(6) 2025, the thoracentesis catheter was then threaded without difficulty. The patient had 400 cc of serosanguineous removed. Throughout admission, patient did convert to atrial fibrillation, amiodarone-initiated gtt. However, did not convert to sinus rhythm. Amiodarone was discontinued; toprol initiated 25 mg twice daily. Patient to resume xarelto on (B)(6) 2025. Also, it was reported that a surgical intervention was needed (pericardotomy), and additional images and laboratory tests were performed. The patient was later discharged on (B)(6) 2025. In addition, it was reported that the faradrive sheath selected for use has the valve defective, it would not seal. The device was replaced. Farawave ablation catheter return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.